Event description:
The reporter stated that the surgeon was inserting a 21.5 diopter aspheric three piece collamer and the foam tip plunger in the injector overrode the lens and tore the haptic, pt contact but no pt injury.

Manufacturer narrative:
The product pertaining to this complaint was not returned for eval however, the lens was received and visual inspection shows there are three tears in the optic and a haptic is torn. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for eval. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.